Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device remains implanted. No adverse patient effects were reported. Despite efforts it was not possible to obtain model/serial number for this device.